Event description:
This is report 2 of 2 for (B)(4). It was reported by the healthcare professional in china that during a patellar ligament reconstruction procedure on (B)(6) 2023, it was observed that the rigidloop adjustable cortical implant, standard device was broken off when tightened. Removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Visual observation of the photo revealed that a part of the green/white suture was attached in the implant, and it was broken. The cortical implant appeared to have wear marks. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l90093, and no non-conformances were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. An inspection is performed during the manufacturing process to check the measurement value and the condition. This information correspond to a process control, and it is the document to use to guarantee the inspection of the sutures. It is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place have resulted in fraying. Also, could be related to the handling of the device, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls. As per IFU: rev. D page 2: ream 4.5mm passing tunnel and graft socket, if graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, pass implant construct through the bone tunnels using the green-and-white-striped leading suture, flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft, while maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, fixate opposing end of the graft, cut the white adjustable suture, cut the green-and-white-striped leading suture, remove the green trailing suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.